Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Tandem technical support sent the customer a replacement cable. Customer¿s blood glucose value was 120 mg/dl.